Event description:
It was reported that the patient presented to an outpatient clinic with a pocket infection and erosion. The device was visible from the opened incision site of the implanted device pocket. The entire system, including the implantable cardioverter defibrillator, the right atrial lead, and the right ventricular lead, was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.